Event description:
Monitor froze and would not display vad parameters. Situation: adolescent vad pt was switched over from batteries to main console by parents. Nurse at bedside to assist with switch over as needed and to collect data from console. Upon connecting, monitor did not turn on. 2nd rn called for assistance with monitoring of pt while pt placed back on battery pack. New monitor obtained and cleaned and pt then placed back on new console. New console turned on immediately and history retrieved to assess for any events. No events noted besides cable unplugged notifications. Background: adolescent stable vad pt with parents who are checked off on ability to switch vad (heartmate iii) over from batteries to console. Assessment: main console checked if plugged in and power button on. Lights and monitor never turned on. Pt remained stable throughout. Pt console working. Main console never turned. Recommendation: service of replaced pt heartmate console. Regular assessment and updates of monitors should occur regularly for patient safety. This monitor defect is a known issue. No harm was done to patient and monitor was reset and put back into use. These monitors have glitched numerous times over the years. No harm ever comes to the patient and it does not interfere with vad function. We simply lose monitoring which can be nerve wracking when the patient is unstable or immediate post op from cardiac surgery. Our nurses are trained to switch out the monitor and power module which is what was done. Another option, is to reset the monitor by turning it on and of. Our heart center director and manager of biomed are working through the process of upgrading these monitors to the newest technology. This is all the information available.